Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the plunger with the anterior needle tip, cuffs, and link were not returned. The complete suture with the posterior needle tip was returned undamaged, pulled distally out of the device. The posterior needle tip was examined and there were no witness marks or damage detected to indicate cuff capture, needle detachment or striking the foot had occurred. Both ends of the foot were examined and there were no needle strike marks detected. This finding indicates the needle was deflected away from the foot. Based on this finding, the reported suture break had not occurred and therefore cannot be confirmed. The report of the suture breaking during device insertion is not consistent with the device design and deployment sequence of the device. The suture is housed internally in the suture lumens within the guide tubes. The pre-formed knot which is visible, is wrapped and tucked around the distal end of the anterior needle tip in the needle slot. The suture becomes exposed during needle deployment and not during insertion. However during deployment, the suture is pulled out of the posterior suture lumen by the posterior needle to cuff attachment and up through the anterior needle guide during retrieval. In this case, a posterior cuff miss occurred as evidenced by the return of the complete suture with the posterior needle tip. Cuff miss and suture break can have the same result or prevent suture retrieval and may have the same appearance. During testing, a proxy plunger was inserted and the needle trajectory result was acceptable. The needle trajectory of each device is inspected twice during manufacturing. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. A review of the finished product lot history record did not reveal any nonconforming material records that would have affected the reported needle to cuff miss. In addition, a query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the analysis of the returned device and inspection criteria, the cuff miss experienced during the procedure appears to be related to the operational context during use. There does not appear to be any indication of a product quality problem. No manufacturing or quality issues were detected. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, while inserting the device, the suture broke and another proglide was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.